Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touch screen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing are the factors that verify a functional and good working touch screen. Therefore, this investigation has resulted in a no fault found conclusion.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint reporting frequent calibrations were performed on the v60 ventilator touchscreen. The device was not in clinical use. The issue was found during a periodic check of the device. There was no harm or other patient / user impact. The device kept operating when the issue was observed.

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and determined the issue could not be resolved with touchscreen calibration. The touchscreen was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.